Event description:
It was reported that during a preventative maintenance service visit, both workstation monitors were found to have images "burns" into the screens causing fresh images to be distorted. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
An on site investigation was performed by a ge rep. Replacement monitors were installed. The system was tested and found to be working as intended and placed back into service.